Event description:
Technician alleged the bed had no reverse trendelenburg function. No pt impact.

Manufacturer narrative:
The technician found the trendelenburg limit switch bent. The technician replaced the trendelenburg limit switch to resolve the issue.